Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient wife that her husband was hospitalized due to hypoglycemia and coma for 40 minutes. Low blood glucose level was 0.8 mmol/l. No further information was available.

Manufacturer narrative:
Patient city: (B)(6), patient country: canada.